Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that the customer ran a blood test on a contour next one meter and the reading was 485 mg/dl at 9:05 a.m. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New strips, meter and control were sent to the customer.